Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient got a replacement implant because the original leads were damaged during the patient's double knee replacement surgery in (B)(6) 2014. They met with a manufacturer representative, who did not know how to reprogram the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.